Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s caregiver attempted to start a new sensor with the ilet and received an incompatibility message; review confirmed the sensor applied was a freestyle libre 3 rather than the required freestyle libre 3 plus, and education was provided to use the correct freestyle libre 3 plus sensor. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no device malfunction and identified a usage problem related to selection of an incompatible sensor, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.